Event description:
It was reported that a sales rep overheard talk of a doctor possibly getting "burned" by the fiberoptic cable.

Manufacturer narrative:
The account corrected the previously reported event during a phone follow-up. The end of the scope was very hot. There was no incident report. No change of glove. Interviews were taken with everyone in the room and it was just hot in his hand - no burn occurred.